Manufacturer narrative:
As reported in a research article, complications from the left atrial appendage occlusion related to the delivery system used included tamponade and hematoma. Which delivery system was used when these complications occurred was not reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article titled, "long-term follow-up after left atrial appendage occlusion with comparison of transesophageal echocardiography versus computed tomography to guidemedical therapy and data about postclosure cardioversion¿ that 135 patients were implanted with a left atrial appendage (laa) occluder from 2009 to 2015. The implanted devices were 73 watchman, 59 amplatzer cardiac plug, and 3 amplatzer amulet. Ninety-one (91) of the patients had a concomitant procedure of pulmonary vein isolation. The complications during the procedure included tamponade and hematoma. It was not reported which devices was associated to these complications. Patient statuses are unknown. Additional information could not be obtained.